Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a normal device follow-up, it was not possible to perform the pacemaker check due to an error code of 17730342 on the programmer. The person who was going to perform the device check was not familiar with the error code, so he completed a malfunction report. The device remains in use. No patient complications have been reported as a result of this event.